Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 00434901213, lot: 63700625, tm,reverse stem 12mm x 130mm. Cat: 00434901500, lot: 63715593, 15mm post length base plate. Cat: 00434904011, lot: 63653808,tm reverse 40mm glenosphere. Cat: 01.04223.036, lot: 2921546, nvers/revers scr syst 4.5- 36. Cat: 01.04223.036, lot: 2921529, invers/revers scr syst 4.5- 36. Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00234.

Event description:
It was reported that the patient underwent a revision surgery approximately four years post initial due to disassociation of poly liner from the stem. The loose liner was explanted and a new poly liner was implanted. No other implants were revised. No additional patient consequences were reported.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of radiographs. Visual examination of the returned product identified signs of wear. All features of the backside show damage. Gouges are seen in the spherical radius. Review of the available radiographs identified that left total shoulder reversed arthroplasty with possible loosening of the glenoid component with the associated changing orientation of the glenosphere as well as polyethylene wear of the glenohumeral component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.